Event description:
It was reported that this right ventricular (rv) lead exhibited a lead micro-dislodgement due to high pacing threshold measurement. No loss of capture (loc) or pauses that were observed. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.